Event description:
The customer reported via phone call that 4 of the sensors broke when she put the serter down on them. She stated that the serter did not release the sensor after a second button press and the needle hub was stuck in the serter. The customer did not know the blood glucose reading. Before calling, the customer stated that she was able to get the needle hub out. She noted that she had experienced this issue with multiple sensors. She was advised to return the serter and complete sensor, including the sensor, pedestal and needle hub assembly. She stated that she had pressed the green button, but the sensor did not go in her body and broke. She was advised that the device would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.